Event description:
The customer reported that a welch allen laryngoscope (miller 2 blade) was damaged after a completed standard cycle in their sterrad nx sterilizer. The customer noted the packaging appeared to be intact. However, after unwrapping the package, they noticed the green inserts where the blade attaches to the handle of the laryngoscope seem to have melted. The green material "foamed up" on the blade and onto the sterrad pouch that was used to package the laryngoscope. The connections also "bubbled up". It is unknown where the laryngoscope was positioned in the chamber. The age and use of the welch allen laryngoscope is unknown. There was no injury reported due to this event. The device manufacturer informed the customer that they have not tested the laryngoscopes for compatibility with the sterrad nx and asked the customer to steam sterilize the laryngoscopes instead of processing them in the sterrad nx. An asp field service engineer (fse) was dispatched to assess the unit.

Manufacturer narrative:
Concomitant devices: welch allen laryngoscope: model - miller 2 blade, serial number - unknown; sterrad pouch: catalog number - 12332. (B)(4) damaged device. An asp fse assessed the unit onsite. He performed system verifications per the service guide. He checked all parameters and they were within specifications. The fse ran a standard test cycle and the sterrad nx meets the manufacturer's specifications. The sterrad nx user's guide warns: know what you can process: before processing any item in the sterrad nx sterilizer; make sure you know how the sterrad sterilization process will affect the item. Read, understand, and follow the medical device manufacturers' instructions for their products. The fold-out chart in this guide lists the certain types of items and materials that can be safely processed in the sterilizer. This guide is not intended to replace any medical device manufacturers' instructions. If you have questions, or if you are in doubt about the materials in your devices, contact the medical device manufacturer or your asp customer representative for more information. The serial number for the welch allen laryngoscope is not known; however, no welch allen devices are listed as compatible with sterrad nx in the sterrad nx sterility guide. The customer has contacted the device manufacturer regarding this issue.

Manufacturer narrative:
Device manufacture date: 11/21/2005. Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number and the system hazard and user misuse analysis. The DHR (device history review) for the sterrad nx system confirmed that there were no issues noted. The service and complaint history for the sterrad nx revealed two reports of damage to customer device. Trending analysis for damage to customer device issues associated to the sterrad nx did not indicate a significant trend. The shuma (system hazard and user misuse analysis) is reported to be an acceptable risk ("broadly acceptable risk"). The device was not listed in the asp sterrad sterility guide for the sterrad 100nx as of 02/07/2011.